Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel perforation occurred. A crossboss catheter was used during a chronic total occlusion (cto) procedure of the 100% stenosed left anterior descending artery (lad). The crossboss catheter went into a side branch and caused a small perforation in that vessel. The physician was able to close off the hole in that vessel with balloon inflation; however, the patient experienced chest pain when the balloon was inflated. The physician provided medicine to the patient for the chest pain. The physician then emptied blood flow and reversed coagulation, which stopped the hole. The physician completed the procedure with the same device. There were no additional patient complications and the patient's condition is stable.